Manufacturer narrative:
Event date is approximated as it was reported to have occurred three times during the week. Follow-up is being conducted. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. The system functioned to expectation in 2d and 3d modes with no issue transitioning back and forth. Numerous restarts were performed in effort to recreate the symptom with the system functioning to expectations each time. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the pendant was not responding and the site was unable to get it to switch from 2d to 3d. After a reboot, it worked. The site reported that this issue occurred three times this week. One instance occurred intra-operatively with the system around the patient. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The other two times, the issue resolved with a re-boot before the case.

Manufacturer narrative:
Additional information was received that confirmation of the event date was unavailable from the site. If information is provided in the future, a supplemental report will be issued.